Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles were observed. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The device was visually inspected and was found to have no evidence of black particles. The device's downloaded event log was reviewed and found to have an error.logged. There was no report of sound abatement foam being degraded. The device was scrapped by the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.